Event description:
Suspected calcification of the lens was noticed 3 years and 7 months after implantation. The original surgery was performed in 1998. The patient's visual acuity is 20/30. The lens remains implanted.